Event description:
Reported event: rate was set at 42 ml/hr with volume to be delivered of 225.5 (delivery of unk chemotherapy agent). Infuison was to take approx 5 hrs and completed 4 hrs fast. Pt was not injured or any effect noted.